Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor filament was missing after the sensor was removed. The customer's blood glucose was unknown at the time of incident. Sensor will not be returning for analysis.